Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder had a fatigue and wear leak.

Event description:
An ipp device was implanted on 8/24/84. The cylinders were revised on 1/17/90. The pump and cylinders were removed from the pt on 6/20/97, reason was not returned, possibly left in place. Ams has required add'l info. Info received on 8/4/97 indicates reason as would not inflate.